Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.

Event description:
Bottom of brush head fell off [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unk, the bottom part of an oral-b dual clean brush head fell off. The brush head was a few months old and broke within a month. The consumer completed a scratch test; the oral-b logo did not come off. The toothbrush had not been dropped. No symptoms developed.